Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. As received, the charger would not recognize a battery pack. Upon evaluation, there was insect contamination throughout the unit. The cause of the inability to charge a battery pack is the contamination. The root cause of the contamination is exposure to insects during patient use. There was no death or adverse event associated with the charger malfunction.

Event description:
03/22/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 12/17/2018. Acknowledgements 1, 2, and 3 could not be located.**********************************************a us distributor returned a charger indicating that it would not charge a battery pack.